Event description:
Caller reported a malfunction on the pump, identified as malf 12, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, which resolved the issue as the malfunction did not recur. Customer was advised to continue using the pump and to call back if any malfunction code recurs, which they acknowledged and understood.